Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited a paravalvular leak during diastole. The surgeon suspected that dehiscence of the valve to be the cause for the leak. The decision was made to explant the valve. Upon explant, the valve appeared normal. The surgeon suspected that the patient may have had a connective tissue disorder, which would have explained the dehiscence. The valve was replaced with no reported adverse patient effect.

Manufacturer narrative:
Analysis: received in an explant kit in a clear solution, 0.2% glutaraldehyde. The valve was received distorted. A section of the sewing ring and aortic wall on the inflow adjacent to the right non-coronary inferior coaptive area was dissected. The leaflets are slightly stiff, but flexible and intact. Radiography shows no evidence of mineralization in the valve tissue. Review of the device history record shows that the valve met manufacturing specifications when released for distribution. Conclusion: reduced performance of the valve likely related to patient condition and/or implant technique, as the surgeon suspects that an underlying connective tissue disorder contributed to the dehiscence. Device explanted and replaced without reported adverse patient effect.